Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2015 (exact date and duration not reported) due to strep pneumo meningitis. The implanted device remains.